Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/compromised force sensor system test and motor error alarm during occlusion test due to faulty force sensor resistor (gold). The motor passed the motor test. The pump had cracked reservoir tube lip, scratched lcd window, missing end cap sticker and scratched case. The pump had loud motor noise during rewind due to faulty motor. The pump passed the displacement test, rewind and basic occlusion test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and prime/fill anomaly. The blood glucose at the time of the incident was 225 mg/dl. The customer reported that when the pump rewinds it stops and makes a strange noise. He was unable to exit the "preparing to prime" loop. There was a motor error alarm in the history. The pump was not exposed to high magnetic field. They were able to rewind the pump. Troubleshooting was performed. The device was returned for analysis.